Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. There were no circumstances to note that may have led to or caused any damage to the ins or external equipment. The patient notified the manufacturer and their healthcare professional (hcp) on (B)(6) 2019. The patient made an appointment with an hcp on (B)(6) 2019. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that since (B)(6) 2019, the patient had been seeing the end replacement indicator (eri) message although there was no report of dissatisfaction with longevity. It was also noted that the ins was charging real quick for a while (date unknown), so the patient was thinking the battery was getting weaker. No symptoms were reported. Eri was reviewed and what the typical timeframe is between seeing the eri and when the ins would be expected to reach end of service. They were redirected to the doctor to discuss further. No further complications were reported or anticipated.